Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/07/2011 device evaluation: three cartridges from lot # b201651 have been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The complaint could not be confirmed or duplicated.

Event description:
The patient reported that when filling their cartridge, they realized that there was a crack, and the cartridge was leaking. The patient reported that this occurred with 3 cartridges from the box. No damage to the cartridge box and no damage to the packaging.